Event description:
As reported in the long brite tip guide catheter survey respondent 23 reported the presence of vessel spasm with the use of a unknown long brite tip guide catheter stating: ¿moderate vessel spasm in case of severe artery tortuosity. Typically solved with intra-arterial nitrate¿. The device will not be returned for evaluation.

Manufacturer narrative:
Area corrected: h10.after further review of additional information received the following sections have been updated accordingly: b5, d2, g1, g3, g6, h1, h2, h3, h6, and h10.as reported in the long brite tip guide catheter survey respondent 23 reported the presence of vessel spasm with the use of an unknown long brite tip guide catheter stating: ¿moderate vessel spasm in case of severe artery tortuosity. Typically solved with intra-arterial nitrate¿.the device was not returned for evaluation and the lot number was not provided, as such a device history review could not be performed.without the return of the device, the limited information provided and no images available for review the reported vessel spasm could not be confirmed or further clarified. Vessel spasm is a known procedural complication and is listed as such in the instructions for use (IFU). Catheter-induced vasospasm is produced by mechanical stimulation of a vessel by contact with a catheter. Poking and prodding of these muscular arteries might occur during engagement of any catheter into a coronary artery or into any muscular artery. Catheter-induced vasospasm is fortunately uncommon and unpredictable and easily treated with nitroglycerin or can be prevented with premedicating. According to the IFU, which is not intended as a mitigation of risk, manipulation, and withdrawal of the guiding catheter should always be performed under fluoroscopic guidance. Extreme care must be taken to avoid damage to the vasculature through which the guiding catheter passes. The guiding catheter may occlude smaller vessels. Review of the information provided suggests vessel characteristics, severe tortuosity, may have contributed to the reported event. Based on the information available there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.